Manufacturer narrative:
It was reported that a revision surgery was performed to change the poly on the hinged knee. There was nothing wrong with the poly, the doctor just wanted to reduce the joint line. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The instructions for use noted long-term follow-up is recommended to monitor the position and state of the prosthetic components. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per surgeon, nothing wrong with device and he just wanted to reduce the joint line.

Event description:
It was reported that a revision surgery was performed to change the poly on the hinged knee. There was nothing wrong with the poly, the doctor just wanted to reduce the joint line.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed to change the poly on the hinged knee. There was nothing wrong with the poly, the doctor just wanted to reduce the joint line. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The instructions for use noted long-term follow-up is recommended to monitor the position and state of the prosthetic components. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per surgeon, nothing wrong with device and he just wanted to reduce the joint line. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.